Manufacturer narrative:
(B)(4). Visual inspection of the returned item found it to exhibit signs of repeated use nicked / gouged and has fractured on the lateral side of the post feature. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was discovered fractured during inventory/tray assembly. There was no known patient involvement.